Event description:
It was reported that the patient presented in clinic for routine follow up. The pacemaker was not able to be interrogated and had no magnet response due to premature battery depletion. The physician elected to explant and replace the device. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported event of inability to interrogate was not confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range with signs of rapid depletion. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported event of inability to interrogate was not confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range with signs of rapid depletion. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.